Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pacing threshold were elevated. The lead was capped and replaced.

Event description:
A caregiver contacted baxter and during the call mentioned that the patient had peritonitis. No further information is available at this time.